Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less than 3.5 for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on case and lcd window.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was in the 100's mg/dl. The customer stated that the batteries only lasted 1 day. The customer reported that power error occurred 3 times in the last 3 days. The product was returned for analysis.